Event description:
A malfunction was reported on the customer's pump, specifically identified as malfunction code 3 with a fault ID of 3-0x2095. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump since the issue could not be reset, ensuring the new pump will include updated software. The customer, whose pump was covered under warranty, accepted instructions to return the faulty pump using a prepaid label provided by tandem, and was reminded to return it within 10 days to avoid billing. Additionally, the customer agreed to program their settings and connect their continuous glucose monitor to the replacement pump, and they understood the instructions for using an alternate insulin delivery method in the interim.